Manufacturer narrative:
Additional information: a DHR review was performed. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd received 1 sample from the customer facility for investigation in support of this complaint. The sample was evaluated by simulated draw, and examined for the customers' indicated failure modes of stopper leakage and tube push-off. The defects with the incident lot were not observed in the relative sample. Conclusion: bd was unable to duplicate or confirm the customers' indicated failure modes because the defects were not evident in the testing of the returned sample.

Event description:
It was reported that there was some leakage from a lavender bd hemogard¿ stopper following a draw, where extra pressure was needed to prevent the bd vacutainer® k2edta plus plastic tube from tube push off. No serious injury, blood to mucous membrane exposure or medical intervention was reported.